Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the caller was advised to reset the pump when ready and to follow up if the issue persisted.